Event description:
It was reported that during an unrelated procedure, damage to the septum of the device header occurred while unscrewing the setscrew. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the v-septum was found loose during an unrelated procedure was confirmed. The device was returned and analysis revealed that the med-a (medical adhesives) was applied to seal in the septum in place in the septum cavity, however, the med-a did not bond to the epoxy header surfaces. Additionally, only a spot trace of med-a was found on the septum cavity walls. This indicated that the med-a did not bond to the cavity walls or there was a lack of med-a applied. In order to seal the septum in the septum cavity the med-a has to adhere or stick to both surfaces, the septum surfaces and the epoxy header surfaces which includes the septum cavity inner walls. This indicated a manufacturing anomaly that the med-a was not sticking to both surfaces necessary to seal the septum in place in the septum cavity. This allowed blood to flow inside of the septum cavity and the septum to come out of the cavity as it was never sealed in the cavity.